Manufacturer narrative:
Device evaluation confirmed the reported issue. During device inspection, the c-body (control body) biopsy port was found detached and loose with missing color code on one side of the battery holder. Fluid invasion on the(e/p) eyepiece unit was observed. The insertion tube, light guide bundle and ¿a-rubber¿ and glue were both found to be a non olympus unit. Investigation is ongoing therefore the root cause cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device entire biopsy channel came out when user tried to remove the stopcock unit. The issue occurred during the bedside pre cleaning process. There was no patient involvement on this event reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. As a result of the legal manufacturer¿s investigation, olympus has concluded that the damage to the device was likely caused by improper handling by applying excessive force when removing the stopcock for cleaning. There may have also been degradation due to the age of the device.